Manufacturer narrative:
The device was manufactured from february 3, 2020 - february 4, 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which showed residual fluid inside the device bladder which suggested an underinfusion may have occurred. The reported condition was verified during initial inspection and due to the nature of the returned sample, no additional testing could be performed. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during patient infusion; drug volume remained in the device. The device had been filled with 4800mg fluorouracil. It was further reported there was no issues with set up, no clamps on the line, and the port flushed easily. There was no report of patient injury or medical intervention associated with this event. No additional information is available.